Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: sex. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Update information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 5/8/2019, the product unk - screws are not available at the moment, due to legal activity in progress.

Manufacturer narrative:
This report is for five (5) unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number of 414.8 provided. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is an attorney. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2015, the patient underwent an orthopedic procedure. The patient was implanted with locking compression plate (lcp) metaphyseal plate for right distal media tibia with unknown synthes screws. Reportedly, the screws broke causing the patient with pain and functionality problems. The patient was constricted to schedule a revision. Concomitant product reported: locking compression plate (lcp) metaphyseal plate (part 424.773, lot unknown, quantity 1). This report is for five (5) unknown screws. This is report 1 of 3 for (B)(4).